Manufacturer narrative:
(B)(4). Medical product: biomet microfixation 1.5mm center-drive screws catalog #: ni, lot #: ni. Therapy date: unknown. Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the blades are worn and therefore do not retain the 1.5 mm screws. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Event originally stated: "it was reported the blades are worn and therefore do not retain the 1.5 mm screws. No additional patient consequences were reported. Attempts have been made and no further information has been provided. " event was corrected to state: "it was reported the blades are worn and therefore do not retain the 1.5 mm screws. The screw fell off the screwdriver into the patient's open wound and it took the surgeon a long time and much frustration before he was able to locate the screw in the wound. No additional patient consequences were reported. Attempts have been made and no further information has been provided."

Event description:
It was reported the blades are worn and therefore do not retain the 1.5 mm screws. The screw fell off the screwdriver into the patient's open wound and it took the surgeon a long time and much frustration before he was able to locate the screw in the wound. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Product identity could not be confirmed due to the product not being returned. It was reported that the screw retention was poor because the blades had not been able to be replaced due to not having stock in the previous week. The blades are consumable items that have a limited lifespan. They are intended to be discarded after they become worn and lose their functionality as per the instructions for use (IFU) for general instrumentation: precaution for reusable instruments and instrument cases:all instruments and cases should be regularly inspected for wear or disfigurement. Do not use instruments or cases that are disfigured, cracked, corroded, or otherwise damaged. These should be disposed of appropriately. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information. The surgery was completed with the same screwdriver blade.